Manufacturer narrative:
This report is for an unknown screws: cmf/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: homer b, homer a, sullivan sr, taylor ho (2020), recurrent orbital trauma following repaired orbital floor fracture, the journal of craniofacial surgery, page 1-2, (USA). This study presents a patient with recurrent trauma to the orbit after orbital floor reconstruction with an implant. This is a case report of a (B)(6) year-old male who was assaulted and sustained facial trauma around the orbit. An isolated left orbital floor blowout fracture was shown on computed tomography (CT) scan. At 2 and a half weeks postinjury, the patient underwent repair and was reconstructed using an unknown synthes synpor porous polyethylene titanium-reinforced implant that was secured with a single 4-mm screw along the orbital rim. At 27 months after surgery, the patient sustained another assault to the left orbit. He presented with periorbital swelling, photosensitivity, and pain. Ophthalmologic examination demonstrated left traumatic iritis with subconjunctival hemorrhage and chemosis, 3 cm laceration superficial to the upper lateral orbital rim, and periorbital edema. The CT imaging revealed an intact orbital floor reconstruction and a new medial orbital wall blow-out fracture. He did not return for follow-up. 1 month later, the patient again presented to the emergency department with nasal bone fractures following another assault. This report is for the unknown synthes synpor porous polyethylene titanium-reinforced implant and unknown synthes 4-mm screw. This report involves one (1) unknown synpor implants. This is report 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.